Manufacturer narrative:
Device evaluated by MFR. Synergy ous mr 3.5 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal struts 2, 3 and 4 were damaged; strut #03 was lifted from crimped profile and pulled proximally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hyotube profile and the shaft polymer extrusion profile. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 3.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion and the distal edge of the stent became lifted. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 3.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion and the distal edge of the stent became lifted. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was good.